Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter battery is hot. The negative battery contact has black carbon and the plastic has turned black. The device was evaluated and the batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter battery is hot. The negative battery contact has black carbon and the plastic has turned black. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter battery is hot. The negative battery contact has black carbon and the plastic has turned black.